Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device between 4 and 24 hours. The patient sought medical attention; diagnosis was an infection from bacteria entering the insertion site (arm) due to the pod's adhesive not being secured. Device was removed and symptoms reported include pain, bruising, and a "cyst-like" golf ball sized lump that was leaking pus. Patient also developed a fever between 101 and 102 degrees fahrenheit. A medical professional attempted to drain pus from the insertion site but patient almost lost consciousness and asked them to stop. Patient was prescribed the following medications: bactrim - 800/160 mg one tablet, to be taken twice daily for 7 days. Cephalexin - 500 mg; to be taken 4 times daily for 7 days . Patient also stated that she will need to consult with a plastic surgeon due to scarring from this reported infection.